Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement cable footswitch 15ft. Shipped to site (B)(4) 2014. Device was returned to manufacturer, unused. RMA issued. Replacement internal break-out box cable shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the break-out-box was returned in good condition. When connected to a known good system it was found to be fully functional. All ports returned green status and the footswitch functioned without issue. No problem found. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when connected to a known good system the scu performed as expected with normal foot switch function. A check of the event log revealed a history of intermittent internal strober error. Electrical failure, internal strober error, directly caused event.

Event description:
A medtronic representative reported a navigation system foot switch that was not working properly. There was no patient present when this issue was identified.